Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient an appropriate treatment which did not convert the arrhythmia. The device was started up at 07:31:46 on (B)(6) 2022. At 16:36:05 an arrhythmia was detected. ECG shows vf with CPR/electrode lead fall off. At 13:17:34, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 160 bpm. The post shock rhythm was obscured due to CPR/electrode lead fall off. The electrode belt was disconnected at 16:37:18 on (B)(6) 2022.